Event description:
Needle disconnected in clients arm while giving an injection. Lot number is unknown, samples are not available, and clinically adverse consequence to patient, healthcare professional or other was not selected.